Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that during deployment there was one re-sheath performed due to that the delivery system was not in a neutral position and it was too deep on on the left coronary cusp (lcc). It was also reported that at release, the valve migrated right coronary cusp (rcc) 2-3mm towards aorta. There was no entanglement with delivery system. A replacement valve was implanted valve in valve to complete the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause for the reported device migration could not be determined. The reported surgical intervention were a result of case-specific circumstances as theaortic valve replacement. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Additionally from cine review: "subsequent images show that the valve is supra-annular and fully released; however, the action of migration was not captured, thus it cannot be determined what caused this. Provided imaging does not show any further actions taken by the implanter."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing small flexnav delivery system (lot: 10197587). Sufficient calcium was present. There was discussion about whether to use a 25mm or 27mm valve. It was decided to use 25mm. Two pre-dilatations via osypka vacs ii 20mm balloon aortic valvuloplasty were performed due to unstable balloon position. When the flexnav was introduced, blood pressure dropped (65/40 hr: 50) continuously until reaching the annulus. After waiting, the patient returned to stable without medication. During deployment there was one re-sheath performed due to that the delivery system was not in a neutral position and it was too deep on the left coronary cusp (lcc). On the second attempt at 80% deployment, the patient's blood pressure increased (systolic >180). Physician waited until stable conditions and provided fast pacing (120-140bpm) which stabilized the patient. Due to parallax, the physician then changed angulation of the valve to non-coronary cusp (ncc) 3mm, and lcc 2mm. During deployment, the flexnav was in neutral position/to slight forward pressure, guidewire was pulled to a midventricular position to deflect nosecone, and all three retainer tabs were confirmed to release in 2 different view. At release, the valve migrated right coronary cusp (rcc) 2-3mm towards aorta. There was no entanglement with delivery system. The patient remained stable and was admitted to the intensive care unit. The next day (B)(6) 2024, surgical intervention was performed. A surgical aortic valve replacement was performed successfully.